Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issues occurred. A 6x150, 130cm eluvia drug-eluting vascular stent system was selected for a patient with critical limb ischemia (cli). Approximately half way through stent deployment, the stent deployment thumb wheel stopped working. The physician attempted to use the pull-grip to complete deployment but this pulled out without deploying the stent further. As a last resort the physician broke open the eluvia handle and managed to complete stent deployment by slowly manipulating the outer sheath of the stent delivery system. The procedure was completed with deployment of non-bsc stents as the manual manipulation of the eluvia had left an area of the stent elongated. The final result was deemed to be good and the patient was ok. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an eluvia stent delivery system. The stent was not returned. The shaft and handle were examined. The handle was received opened, separated from the thumb wheel and rack. There were marks on the inside of the handle, which is consistent with opening the handle. The inner shaft, proximal inner, outer shaft and middle shaft were separated. The separated ends were consistent with the reported manipulation to complete deployment. There was a kink at the nose cone and several buckled locations throughout the outer shaft. The distal end of the outer and middle shafts were damaged. The distal tip was damaged. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues occurred. A 6x150, 130cm eluvia¿ drug-eluting vascular stent system was selected for a patient with critical limb ischemia (cli). Approximately half way through stent deployment, the stent deployment thumb wheel stopped working. The physician attempted to use the pull-grip to complete deployment but this pulled out without deploying the stent further. As a last resort the physician broke open the eluvia handle and managed to complete stent deployment by slowly manipulating the outer sheath of the stent delivery system. The procedure was completed with deployment of non-bsc stents as the manual manipulation of the eluvia had left an area of the stent elongated. The final result was deemed to be good and the patient was ok. There were no further patient complications reported.